Event description:
Medtronic received information that an aortic bioprosthetic heart valve was explanted and was to be returned to medtronic. No further information regarding the device or patient was reported. It was reported that the explanting facility¿s risk management department declined to provide any additional details regarding the device and patient.

Manufacturer narrative:
A follow-up report will be submitted should the product be returned or if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.